Event description:
Respiratory therapist at bedside - ventilator noted to have positive end expiratory pressure of +10cm water. Removed pt from vent and bagged. Respiratory therapists troubleshooted the vent and corrected the problem by changing the exhalation valve. Vent functioning properly - placed pt back on vent. Pt - stable throughout procedure.